Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted a loose cable connection. The cable connection was secured. (B)(4).

Event description:
The hospital reported the unit had a system malfunction. There was no report of patient involvement.